Event description:
Related manufacturer reference number: 1627487-2021-18791. It was reported the patient's two occipital leads had high impedances causing ineffective therapy. Surgical intervention took place in which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.